Event description:
The tourniquet automatic machine malfunctioned and had to be manually deflated. Zimmer automatic tourniquet device was in use, maintained psi, but at time of deflation, malfunctioned, screen locked and device had to be deflated manually.